Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification. The 3.0 x 15 mm nc trek balloon catheter was advanced and inflated to 20 atmospheres (atm); however, a balloon rupture occurred. The 3.0 x 12 mm nc trek balloon catheter was then advanced and inflated to 20 atm, but this balloon ruptured also. A non-abbott balloon catheter was used successfully and a non-abbott stent was deployed, but a balloon rupture occurred with this device also. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Although the balloon was inflated slightly over the rbp, it is likely that the lesion calcification contributed to the balloon rupture. The 3.0 x 15 nc trek referenced is being filed under a separate medwatch report.